Event description:
During process of rv lead revision, abbott programmer failed to deliver pacing therapy during lead exchange resulting in asystole. The patient was undergoing a lead revision/exchange. This equipment was providing pacing for the patient. During the lead exchange, the programmer stopped working, resulting in the patient going into asystole. The patient was subcutaneously paced at this time. The staff turned the programmer on and off, and the programmer began working again. "The issue was not with the implanted device. It was the mobile programmer that seems to have froze during the case. I [report writer] have spoken with 2 staff members that participated in the case and told them that this needs to be addressed in time out. Also have a call out to the st. Jude field representative to see if the device was reported to st. Jude/abbott. No patient harm came of this, as the patient was externally paced from the lifepak defibrillator. Nursing leadership aware and following up with risk to get the programmer checked and cleared for use. As of now, we do have 1 programmer in 300p".